Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The insulin pump was received with a minor scratched lcd window, a cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she just left the doctor's office and her insulin pump is giving her a compromised force sensor system alarm. Customer's blood glucose is 600 mg/dl. Customer treated with a manual injection. Customer cannot troubleshoot for his high blood glucose due to the alarm. Customer stated that he knows why his blood glucose is high. Customer was advised that the insulin pump will be replaced.